Event description:
During a call to technical support, the pt stated that she had just returned home after being hospitalized for shortness of breath. A follow up call to the pt's pd nurse confirmed the pt was hospitalized for pneumonia an fluid overload. The pd nurse stated the pt had not reported any overfill issues. The pt has been discharged and has continued with pd treatments.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, fluid overload in peritoneal dialysis is highly dependent in dialysis prescription; this pt was treated by changing the peritoneal dialysis prescription to increase ultrafiltration. The pt had a diagnosis of pneumonia, which contributed to the complaints of shortness of breath. There is no history or device malfunction which could have caused or contributed to this pt's fluid overload or pneumonia.